Event description:
It was reported a wireless module for a spectrum pump had burnt components inside. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The reported burnt components were confirmed through evaluation. The wireless module flex and digi printed circuit board (pcb) were both found to have been burned. This condition was determined to have been caused by fluid intrusion which resulted in a short between components which made them overheat and burn. The module case halves did not have grease applied which is used for sealing the case. This seal either did not get applied correctly or was washed away. The module was removed from service.